Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 310.221, lot # f-24441, release to warehouse date: 21 aug 2018, supplier: (B)(4), no ncr's were generated during production. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that drill bit ø2/1.15 cann l150/48 3flute the tip of the drill bit was broken, and the broken fragments were also returned. No other issues were identified. The dimensional inspection was performed for drill bit ø2/1.15 cann l150/48 3flute and is within the specification limit. The observed condition of the drill bit ø2/1.15 cann l150/48 3flute in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of drill bit ø2/1.15 cann l150/48 3flute. While no definitive root cause could be determined, it is probable that the drill bit ø2/1.15 cann l150/48 3flute was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: 2.0 cannulated drill with quick coupling, 150 mm dimensional inspection: checked diameter near to breakage measured: pass. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hsz gfa gff. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for intraarticular fracture of radial head. In the surgery, it was found that the drill bit crushed in the bone. The fragments of the drill bit were removed under direct vision and fluoroscopy. The surgery was completed successfully with 60 minutes delay. The patient was (B)(6) male and had good/hard bone quality. No further information is available. Concomitant devices reported: unknown guide wire (part# unknown, lot# unknown, quantity 1), unknown cannulated screw (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) 2.0mm cannulated drill bit/qc 150mm. This report is 1 of 1 for (B)(4).